Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the right middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 100%. Predilation with a balloon catheter was performed, followed by implantation of the subject device (stent). "Residual stenosis remained 100%. During pta [percutaneous transluminal angioplasty], the patient experienced extravasation. During stent placement, the patient experienced further extravasation as well as vessel perforation." The patient experienced a stroke during the procedure as well. The site reported "...that the foregoing events occurred during the procedure. The patient died on the same day."

Manufacturer narrative:
Subject device placed without incident; however, the patient experienced complications and expired. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.